Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 1 occurred. Additionally, it was reported that cartridge change errors occurred with multiple cartridges. Additionally, an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump. There was no reported adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
Cartridge o-ring damage was not verified. Cartridge alarm 1, cartridge change error issues the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.